Event description:
Removal was performed on (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative:  added: b5 corrected: h6 (device).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon believed after a CT scan that a head trial was left in the patient, original surgery (B)(6) 2020. Additional information received that patient received revision surgery to remove trial head. The effected side was right side.

Event description:
Question: a. Please clarify if the revision surgery involved depuy products. If yes, was this reported? Please provide the reference number. If not yet reported, please provide reason for revision and product details of the explanted products. Answers for your question: the surgery was performed without a depuy rep present. No implants were removed or revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.